Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon ¿no image¿ occurred due to faulty scope socket. A root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the visera elite video system center failed to connect and the image flashes/flickered when using the camera head. The reported issue was observed during reprocessing before procedure. There were no reports of patient harm or impact associated with this event. Inspection and testing of the returned device revealed no image was produced due to faulty scope socket. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported image issue was not confirmed. The evaluation revealed that there was no image due to faulty scope socket and the video cable connectors failed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.